Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: broken pieces from the mega suturecut needle driver instrument allegedly came off into the patient and the fragments were retrieved laparoscopically during the same procedure.

Event description:
Intuitive surgical inc., became aware of this incident via a user facility medwatch form 3600510000-2014-8021 where during a da vinci hysterectomy surgical procedure, the mega suturecut needle driver instrument broke while it was inside the patient. All pieces were retrieved and no harm was caused to the patient. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding this reported event. The initial reporter indicated that the broken pieces were removed laparoscopically during the same procedure. There was no x-ray performed and the patient didn't suffer any injuries as a result of this instrument's malfunction.